Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection. The device was previously removed and replaced with a tactra until the infection cleared. Now, the tactra was replaced with an ipp. There were no further patient complications.